Event description:
During an embolization procedure the physician delivered 18 embolic coils through the rapidtransit catheter. When the physician attempted to withdraw the catheter strong resistance was felt. He could not determine the source of the resistance under flouroscopy and therefore withdrew the system against the resistance. Upon inspecting the catheter he found the tip was torn.